Event description:
According to the reporter, the event occurred on october 19, 2022, when connecting the unit after opening the sterilized seal for use in an unknown procedure. The intended procedure was completed with a replacement device of the same model while the patient was under general anesthesia. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the bending section adhesive was chipping, the angle was insufficient, the grip paint was peeling and the video connector case was deformed, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had b30 (scope communication) error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.